Event description:
During an unrelated procedure, low pacing impedance was observed on the right atrial (ra) lead. Upon investigation, insulation damage was observed. The cause of the insulation damage was found to have been due to user error during the initial implant procedure, as the lead was fixed in place without the use of a suture sleeve. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.